Event description:
It was reported by the sales rep that the proplege coronary sinus catheter, pr9 was "prepped correctly. When placed in the coronary sinus, the balloon was difficult to inflate. Upon inspection the balloon is misshapen. An additional pr9 was used. Place without incident. No patient adverse events. It was stated that the hospital inflated and deflated the balloon during prep, they used fluoro to confirm placement and at this time the balloon would not inflate.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a buckle was found on the proximal balloon cuff at the balloon bond area. An attempt was made to inflate the balloon with 2 cc syringe of water and found the balloon was difficult to inflate. Upon inflation, the eccentricity of the balloon was found. Due to the inspections that takes place before any proplege product is distributed, it is unlikely that the device was released with the defects; however, the root cause of the defects is indeterminable. There are no corrective actions identified as a result of this complaint. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. All labeling and training appropriately address the risk. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.